Event description:
Oxaliplatin was started at 12:49; rn watched for drops before leaving room and verified oxali was dripping before leaving room. Rn went into room to check on patient about an hour later and noticed that oxaliplatin was not running and the pump was pulling from the d5w. Rn assessed line for kinks in line and even changed out pump channel, tried lowering d5w lower, still pulled from d5w. Rn changed out equashild with a new one, and oxali started dripping.